Event description:
Revision surgery was required due to apex modular stem failure at the stem/neck junction.

Manufacturer narrative:
Product was not returned for eval. Mechanical tests were performed on similar devices. This device problem is known, therefore no add'l eval was conducted.